Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the implant depth was 0 millimeters (mm) on the non-coronary cusp (ncc); however, the valve dislodged and was subsequently recaptured. During recapture, a dissection was observed on the non-coronary cusp (ncc) side of the ascending aorta. The dissection was retrograde and the patient's hemodynamics remained stable. Therefore, the implant of the valve was continued. Upon the second deployment attempt, the implant depth on the ncc was 3 mm, and the implant depth on the left coronary cusp (lcc) was 6 mm. Subsequently, the valve was fully deployed. As there were no further adverse effects following the dissection, no intervention was performed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+ valve, product ID: evfxplus-29, serial: (B)(6) , use by date: 2027-07-09, UDI: (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the implant depth was 0 millimeters (mm) on the non-coronary cusp (ncc); however, the valve dislodged and was subsequently recaptured. During recapture, a dissection was observed on the non-coronary cusp (ncc) side of the ascending aorta. The dissection was retrograde and the patient's hemodynamics remained stable. Therefore, the implant of the valve was continued. Upon the second deployment attempt, the implant depth on the ncc was 3 mm, and the implant depth on the left coronary cusp (lcc) was 6 mm. Subsequently, the valve was fully deployed. As there were no further adverse effects following the dissection, no intervention was performed. Additional information was received that per the physician; possible causes of the dissection were dislodgement and dissection while developing to the ponr or that the valve frame on the inflow side was stuck during the recapture. The physician did not attribute the dissection to the delivery catheter system (dcs) or guidewire, but possibly the valve.